Event description:
According to the information received, ps32+ power source died. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, a service tech will be sent to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited.the event is filed under internal karl storz complaint ID: (B)(4).this product is manufactured at karl storz endoscopy america, 13803 n promenade blvd, stafford, tx 77477; however, it is designed in germany.